Manufacturer narrative:
Device evaluation: unable to confirm customer problem, no problems were found with the pump. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. The customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a nurse has doubt on the delivery of a smiths medical cadd-legacy 1400 pump. No adverse patient effects were reported.